Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) exhibited noise, decreased amplitude measurements and high out of range pacing impedance measurements greater than 2,000 ohms. Some of the noise appeared to be consistent with oversensing related to the minute ventilation feature. It was reported that the patient suffered from twiddlers syndrome and appeared to have twiddled the device and lead system. The ra lead was suspected to have fractured as a result. An invasive procedure was performed. The product was part of a system explant. Available information indicates that no new system was implanted. No additional adverse patient effects were reported.